Event description:
The manufacturer received information from a patient alleging that their dreamstation 2 CPAP device was shutting off as soon as it turns on tried multiple time. Patient stated after doing this a few times the device starts to smell hot. He stated at first the device would blow air, but now it will not blow any air.  Patient keeps device plugged in to a wall outlet. He used to use it so clean but does not use it anymore. He uses soapy water to clean his device accessories. Filter is clean. He powered the device on and it gave him a service required message.  There was no report of patient or user harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device not yet returned to the manufacture.

Manufacturer narrative:
The manufacturer received information from a patient alleging that their dreamstation 2 CPAP device was shutting off as soon as it turns on tried multiple time. Patient stated after doing this a few times the device starts to smell hot. He stated at first the device would blow air, but now it will not blow any air. Patient keeps device plugged in to a wall outlet. He used to use it so clean but does not use it anymore. He uses soapy water to clean his device accessories. Filter is clean. He powered the device on and it gave him a service required message. There was no report of patient or user harm or injury. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Manufacturer narrative:
The manufacturer received information from a patient alleging that their dreamstation 2 CPAP device was shutting off as soon as it turns on tried multiple time. Patient stated after doing this a few times the device starts to smell hot. He stated at first the device would blow air, but now it will not blow any air. Patient keeps device plugged in to a wall outlet. He used to use it so clean but does not use it anymore. He uses soapy water to clean his device accessories. Filter is clean. He powered the device on and it gave him a service required message. There was no report of patient or user harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.